Event description:
Device has been explanted.

Event description:
Healthcare professional reported, a left deflation. Healthcare professional, later reported, "hole on patch side". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, three openings on radius side assessed, as surgical damage. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White particles observed, on the surface of the shell. Observed, non penetrating nicks. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported a left deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.